Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated:b4, b5, g3,g6, h2, h6, h10 DHR review was performed. Device was 8 months old and is not out of box failure. The device was not returned for repair/evaluation. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing opened during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.